Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead had dislodged. During lead revision the insulation was damaged. The lead was explanted and replaced.